Manufacturer narrative:
The complaint is confirmed. The device was not received for investigation, however pictures were provided of the alleged device. Review of the pictures show that the distal tip of the lobster claw had broken off from the rest of the device. Additionally it can be seen that the laser marking on the device has faded and is discolored. As the device was not returned for investigation the cause of the breakage could not be determined, however the cause typically attributed to this type of failure is excessive force being applied to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-8943-23 broke during use. A second lobster claw was brought in and used to complete the procedure. The rep reported there was no patient harm.